Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-jul-2025, the user¿s mother reported receiving an alert indicating dosing had stopped after the ilet had lost connection to its cgm sensor. Blood glucose (bg) was affected, with a high of 600 mg/dl. Follow-up on 30-jul-2025 confirmed that no hospitalization was required; a syringe was located, backup therapy was initiated, and bg returned to range. Symptoms included nausea and irritability. No medical intervention was required.